Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A technical support specialist found no issues. Transmission control protocol communication shows feeds are connected with remote ip details. The queue manager is empty. Message tracing indicates messages are crossing and current. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server patient and orders were not crossing over to the server. The customer stated that they could not get the medication and needed to take it from the main pharmacy and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.